Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient underwent a stress urinary incontinence repair under general anesthesia. Subsequently, she has experienced pain and recurrence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
As per additional information received the patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for implant: uterine fibroids, pelvic prolapse and stress urinary incontinence procedure: laparoscopic assisted transvaginal hysterectomy, uterosacral ligament suspension and bladder neck sling, placement of suprapubic catheter, peritoneal biopsy. Postoperative complications: per medical review packet, we note following mesh implant surgery she experienced pain and recurrence